Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing anomaly during follow up. The lead was capped and replaced. The patient's condition was stable during and post procedure.